Event description:
It was reported that the left ventricular (lv) lead had high threshold, no capture in bipolar, and an apparent fracture. Therefore the lv lead was removed and replaced with a new lead. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary (B)(4): the full lead was returned and analyzed and no anomalies were found. Blood/body fluid was found on the distal conductor (not obstructed).